Event description:
It was reported that the patient can no longer hear with his ci. On the date of implantation, on (B)(6) 1999, only 5 electrode channels were placed in the cochlea due to ossification, according to surgical information. The patient had been complaining about poor sound quality for 2.5 years.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.